Event description:
It was reported that the patient underwent a surgical procedure. Allegedly, it was reported by the patient that the implant failed and that she would need a revision.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.